Event description:
It was reported that the physician successfully completed arteriotomy closure using the starclose device after an interventional procedure. Overnight the pt complained of pain in the leg. The physician did a contralateral access diagnostic procedure and found thrombus under where the clip was deployed. The thrombus was removed, however, the pt developed a retroperitoneal hematoma at the second access site. There is no additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.